Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. There was moisture corrosion and rust found inside the battery compartment. Due to the moisture ingress in the battery compartment, the pump was unable to power on. Leak testing revealed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.